Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. This product was manufactured on july 7, 2017. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight and ethnicity and race were not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne mask USA). This report is for (neutrogena visibly clear light therapy acne mask EU 3574661329499). Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne mask USA 70501101247 7050110124usb 7050110124usb). UDI: (B)(4). Upc = (B)(4). Exp date = jul-07-2017. Lot number = (10)1887ks06. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant products: gabapentin: 900 x 3 per day, dates unknown; co codamol: 30\mg, dates unknown. Device is not distributed in the united states, but is similar to device marketed in the USA (ntg light therapy acne mask USA). A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Female consumer reported her eyesight started deteriorating rapidly after using the mask. She¿s had double vision, lost peripheral vision and couldn¿t see colors clearly. Consumer was admitted to hospital and had been diagnosed with optic neuritis. Neurologist and ophthalmologist prescribed glasses with prism on lenses, and wearing a patch.